Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08710 inches. During the occlusion test, inserted a water filled reservoir and infusion set into the reservoir compartment. The unit recognized the water filled reservoir and infusion set in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. No prime/fill anomaly noted during testing. Unit was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Then the unit was programmed with a 1.0 unit basal profile and monitored. The profile delivered the indicated amounts and was verified in the summary screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Unit had minor scratched display window, damage (scratched) display window cover, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that they experienced a low blood glucose level of 28 mg/dl. The customer¿s mother reported customer was recently carrying the insulin pump and had a hypoglycemia episode due to the reservoir, which was completely empty had emptied while it was connected. The customer¿s mother treated for the low blood glucose level. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.